Manufacturer narrative:
The customer reported problem of 8100 error code 200.5040 was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 200.5040. Technical support- 1. Informed this is due to a compatibility issue with the firmware. 2. Walked customer through flashing the firmware on their 8100. 3. Finally after flashing the 8100 rebooted with no reported errors. 4. Followed up with customer informing there were no other issues with the 8100 after flashing. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : device not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. The tech recommended this is due to a compatibility issue with the firmware. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. The tech recommended this is due to a compatibility issue with the firmware. There was no patient involvement.